Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of air detected alarm was confirmed, but not duplicated during product evaluation; however, the root cause was not identified. There were no repairs performed for the reported condition. Additional info: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air detected alarm twenty-six (26) times. This alarm may have been a false alarm. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.